Event description:
It was reported that a nephromax nephrostomy balloon catheter device was used during a percutaneous nephrolithotomy (pcnl) procedure. During the procedure, the balloon was placed over the catheter and advance to the collecting system; however, upon inflating they noticed a leaking and found out that the balloon burst at 10 atmospheres. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.